Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device upgrade procedure, the left ventricular lead guidewire exhibited difficulty fitting into the lead was not used and replaced. The patient experienced no complications.